Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model:sc-2317-70, serial: (B)(6), batch: 5138341, UDI: (b)(4.)

Event description:
It was reported that the spinal cord stimulation (scs) leads had high impedances, and the patient noticed a change to the relief they were getting. During the procedure to replace the leads, the physician was unable to insert new ones due to scar tissue and then opted to abort the revision. Consequently, the old scs system was removed. The explanted device components were kept by the medical facility.